Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m7242t302, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 18-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). The device was not returned.

Event description:
Avanos medical, inc. Received a single report that referenced nine different incidences, which were associated with separate units, involving nine different events. This is the eighth of nine reports. Refer to 8030647-2018-00589 for the first event. Refer to 8030647-2018-00590 for the second event. Refer to 8030647-2018-00591 for the third event. Refer to 8030647-2018-00592 for the fourth event. Refer to 8030647-2018-00593 for the fifth event. Refer to 8030647-2018-00594 for the sixth event. Refer to 8030647-2018-00595 for the seventh event. Refer to 8030647-2018-00597 for the ninth event. It was reported the "flex connector kept popping off of the in-line suction." There was no patient injury reported and no medical treatment required.